Event description:
As per e-mail from dr. (B)(6), "I had my first svc tear today. It was in a (B)(6) woman with an occluded svc. The plan was to remove the leads and stent the svc and place a biv ICD. There was extensive calcific scarring. The per occurred with a 13 evolution. We were in the operating room and immediately went on bypass and repaired the tear. She is off to the ICD so far ok."

Manufacturer narrative:
(B)(4). Product not returned for eval. Unable to do an eval, due to the fact the product was not returned for eval.